Event description:
During a thoracotomy, a stapler was used to resect a pulmonary artery. After the stapler was fired, the handle could not be opened to release the jaws of the stapler. The stapler's jaws were stuck in the pericardium and could not be removed. The co was contacted by phone from the or. Md conferred with them and troubleshot the stapler. The stapler was removed.